Event description:
It was reported that during the procedure in the moderately tortuous/calcified left circumflex artery, for treatment of a 99% de novo stenosis, direct stenting was performed with a xience v stent. A 2.5x8 voyager nc dilatation catheter was advanced for post dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres after 30 seconds. Intravascular ultrasound confirmed that the stent was fully expanded. There was no adverse patient effect or reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: taiga. Stent: xience v. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggests that a product deficiency did not contribute to the reported incident. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported moderately calcified, moderately tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt; however, this could not be confirmed. There is no indication of a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for balloon rupture/leak. There is no indication of a product quality deficiency.